Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the speed of the rotations per minute (rpms) were slow on the motor device and the rotation speed decreased ¿fell¿. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the date returned to manufacturer was documented as november 18, 2019 on the initial report. This date has been updated to november 19, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the rotations per minute were slow was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was leaking liquid. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.